Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial# (B)(4), implanted:(B)(6) 2005, product type: catheter. Product ID: 8575, lot# j12028r, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, lot# j10894r55, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who had received intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. On an unknown date, the patient experienced a sudden onset of symptoms. An infection was confirmed. The area of infection was the spine, the patient also experienced fever, redness and swelling. There was no specific event that the infection was associated with. The pump was removed; however, it was not reported whether the catheter was also removed. Additional follow-up has been requested to obtain drug information, medical history, date of infection, diagnostics performed and outcome.

Event description:
A healthcare provider reported that regarding the spinal infection, the actual event occurred years ago. No further information was reported.